Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone calls for knowing customer's conditions;customer informed has improved;customer is asymptomatic at the time of call;customer did not need medical assistance;customer tested with the new product replacement and obtained result of 244mg/dl during the call ,the customer is comfortable with reading is not concern and stated his following the doctor's protocol with a long action insulin regimen; customer stated that started a new insulin regimen and will follow with his doctor any concern.

Event description:
Costumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of 194mg/dl and lo. The customer advised that lo could mean the blood glucose level is below 20mg/dl. The customer's expected fasting blood glucose test result range is 90 to 150mg/dl. The customer reports symptoms of feeling shaky and sweaty. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 03/14/2019 and open vial date is 11/13/2016 the meter memory was reviewed for previous test result history: (B)(6). Memory concerns:lo,194mg/dl. The customer's husband advises his wife to drink a cup of coffee with sugar. The customer has not had any changes in the diet or exercise. No back to back test was performed since the customer is using the true result meter.